Event description:
This pt is reported to have expired while flying an aircraft. The pt had been lost to follow-up, but the device follow-up documentation that was provided to us shows that the device went eos on (B)(6) 2011. This is all of the available info at this time. If add'l info is provided to us, this event will be updated.